Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. The sheath was successfully irrigated, and leak performance testing confirmed the device functioning as intended. Therefore, the root cause of the complaints could not be confirmed.

Event description:
It was reported that during the pulmonary vein isolation and watchman procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the original faradrive was used for the left atrial ablations then the watchman was inserted. After watchman physician were going back in to do the cavotricuspid isthmus (cti). Flushing was tried multiple times and the fluid kept coming back - prior to faradrive being reinserted into the patient. In other words, before faradrive was reinserted it was being flushed and it was no flushing properly. The fluid was leaking from the back handle. The procedure was completed successfully by using another faradrive. A pressure bag was used for the irrigation of sheath. Saline was leaking. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation and watchman procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the original faradrive was used for the left atrial ablations then the watchman was inserted. After watchman physician were going back in to do the cavotricuspid isthmus (cti). Flushing was tried multiple times and the fluid kept coming back - prior to faradrive being reinserted into the patient. In other words, before faradrive was reinserted it was being flushed and it was no flushing properly. The fluid was leaking from the back handle. The procedure was completed successfully by using another faradrive. A pressure bag was used for the irrigation of sheath. Saline was leaking. No patient complications have been reported. The product is expected to be returned.